Manufacturer narrative:
(B)(4). Evaluation: results: (device discarded).

Event description:
A 2.5 mm diameter x 18 mm length endeavor sprint drug-eluting coronary stent delivery system was inserted into a patient for treatment and deployed at the lesion site without issue. Vessel morphology was not reported. Post deployment of the stent, the physician experienced difficulty removing the balloon. The physician had to deep seed the guide all the way to the balloon tip to get the delivery system out of the patient. The patient did complain of some chest pain at time of the incident. However, the chest pain did go away after everything was removed. No additional clinical sequelae were reported and the patient is fine.